Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from (B)(6) 2011. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from (B)(6) 2011 to (B)(6) 2015, fluoxetine since 2008 and ibuprofen from (B)(6) 2011 to (B)(6) 2015. On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and nausea ("nausea"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, migraine, dysmenorrhoea, dyspareunia, back pain and nausea had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from 2006 to (B)(6) 2011. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine) from (B)(6) 2011 to (B)(6) 2015, fluoxetine since 2008 and ibuprofen from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and nausea ("nausea"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, migraine, dysmenorrhoea, dyspareunia, back pain and nausea had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : case upgraded from invalid to incident due to specified events. Reporter's information was added. Lot number was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia),migraines, headaches, nausea, dysmenorrhea ,dyspareunia, pelvic pain and lower back pain. Medical history, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.